Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic gastric bypass, the needle broke. To correct the condition they reopened a new handle. The needle fell into the patient cavity and it was retrieved by a grasper. There was no unanticipated tissue loss. There was no unanticipated extension for incision by more than one inch. There was no unanticipated blood loss of more than 500cc's. There was no delay in surgical time of more than 30 minutes. There was no irreversible tissue damage. The current patient status is unknown.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.